Manufacturer narrative:
<P class="">the manufacturing records for the hp-sg3, sn (B)(4), were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. </p><p class="">a (B)(6) male patient underwent tmr+ CABG via sternotomy while on cardiopulmonary bypass on (B)(6) 2016. The total procedure time was 211 minutes. A total of 29 tmr channels were placed: 5 anterolateral, 5 posterolateral, 8 inferior, and 11 anterior. CABG was performed after the tmr procedure placing a graft on ascending aorta, left anterior descending, and obtuse marginal. The patient was discharged from the hospital on (B)(6) 2017. On (B)(6) 2017, the patient was hospitalized for dyspnea, leg swelling, and diagnosed with heart failure. The patient had atrial flutter and radiofrequency ablation occurred. The patient was discharged on (B)(6) 2017. On a 30-day follow-up (B)(6) 2017, the patient was reported to be angina free. Per operative notes, the patient¿s pre-operative diagnosis included: severe multi-vessel coronary disease, congestive heart failure, decompensated congestive heart failure, and an ef of ¿only about 20%¿.</p><p class="">further investigation informs one of sologrip¿s instructions for use (IFU). The IFU noted that in an approved study patients, who underwent tmr, with ef =30% were at greater risk of death compared to those with ef=30%. However, nothing prohibits the use of tmr in patients with ef¿s =30%. The specific patient populations information located in the patient selection and treatment section of the IFU do note that safety and effectiveness of the cardiogenesis laser system has not been established in patients with a left ventricular ef =25%. In conclusion, readmission of patient due to previous complications: ¿cause of readmission, and associated dyspnea and leg swelling, is an acute exacerbation of pre-existing decompensated heart failure in patient with multiple co-morbidities, including a low ejection fraction of <20% and atrial arrhythmia.</p><p class="">the root cause of readmission and associated dyspnea and leg swelling is "an acute exacerbation of pre-existing decompensated heart failure in patient with multiple co-morbidities, including a low ejection fraction of <20% and atrial arrhythmia." The IFU states: "in the post approval study of 358 patients treated with either the sologrip iii or pearl 5.0 handpiece, patients with ejection fractions =30% were at higher risk of death compared to patients with ejection fractions > 30%."&nbsp;</p><p class=""> no further action necessary. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
Email received from research coordinator stated: "good morning [cryolife cardiac specialist], I completed the 30 day follow up on subject (B)(6) today. He was rehospitalized on (B)(6) 2017 for dyspnea and swelling in the lower extremities. Please let me know if you need me to submit any additional documentation." Date of tmr procedure (B)(6) 2016 also concomitant coronary artery bypass grafting. Case report forms indicate the following: principle investigator "attributes this to heart failure. During admission [(B)(6) 2017], he was found have atrial flutter and will be going to a consult for ICD placement."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
Email received from research coordinator stated: "good morning (B)(6), I completed the 30 day follow up on subject (B)(6) today. He was rehospitalized on (B)(6) 2017 for dyspnea and swelling in the lower extremities. Please let me know if you need me to submit any additional documentation." Date of tmr procedure (B)(6) 2016 also concomitant coronary artery bypass grafting. Case report forms indicate the following: principle investigator "attributes this to heart failure. During admission [(B)(6) 2017], he was found have atrial flutter and will be going to a consult for ICD placement."